Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer blood glucose reported having issues with the sensors are not lasting that long. Troubleshooting was performed. Customer's blood glucose was 140 mg/dl. Alert was verified. The sensor was inserted on (B)(6) 2014, on the abdomen. Alert occurred while customer was sitting. Alert occurred after second calibration error alarm, calibration protocol discussed. Sensor glucose vs. Blood glucose was explained to the customer. Customer was advised to change out sensor. No further information reported.